Event description:
It was reported by the customer that the introducer guidewire has "something" hanging off the end. The patient expressed pain and discomfort when clinician tried to insert the wire. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by the customer that the introducer guidewire has "something" hanging off the end. The patient expressed pain and discomfort when clinician tried to insert the wire. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a foreign material on the end of the guidewire was confirmed but the cause is unknown. A single photograph of the distal coiled end of the implicated guidewire was returned for evaluation. The guidewire tip appeared intact and undamaged to gross visual observation, but this could not be determined conclusively without examination of the physical sample. A reddish colored foreign material was seen on the end of the wire. The material appeared fiber-like but the composition and origin of the material could not be determined from the photograph. It also could not be determined if the foreign material was adhered or embedded within the wire or if it was loose on the wire. The submitted photograph did not contain enough information to identify the material or a specific root cause. This complaint will be recorded for future trending and monitoring purposes. H3 other text: evaluation findings in section h11.